Event description:
It was reported that the arctic sun device received a .net framework error and the device also made a loud beeping noise. Per follow up information received on 26apr2022, there was no patient involvement and this probably happened during transport.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the reported issue was not duplicated during testing. No repairs were made for the reported issue. A quick check was performed on the device. A software update was made preventatively. Stk was performed. The device passed the procedure and was placed back into normal use during evaluation. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device received a .net framework error and the device also made a loud beeping noise. Per follow up information received on 26apr2022, there was no patient involvement and this probably happened during transport.